Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during left atrial ablation surgery, the atrial lead dislodged. The atrial lead was explanted and replaced.